Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a multiple pump error and the insulin pump was exposed to moisture. Customer was able to clear the alarm. Customer was not able to rewind the insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the displacement test, rewind test, and self test. The pump failed the prime/seating test due to early seating. Unable to perform basic occlusion test, force sensor test, and occlusion test due to early seating. Test p-cap and reservoir locked properly into the reservoir compartment. Pump alarmed a pump error 130 on the event date of (B)(6) 2022 at 7:23 am in the pump memory. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 43 found on the event date of (B)(6) 2022 at 07:18:40.000 or 7:18:40 am. Pump alarmed a pump error 37 found on the event date of (B)(6) 2022 at 07:19:47.000 or 7:19:47 am. Pump was cut open to perform visual inspection and found moisture damage on the motor and force sensor. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, battery tube threads - cracked, label damage, and corroded battery tube. Exposure to moisture was confirmed found on the motor home switch and force sensor. Pump error 37 was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Pump error 130 was not confirmed during testing. Early seating was confirmed due to moisture damage on the force sensor and motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.